Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw was fractured and the implant was removed.

Manufacturer narrative:
The unknown zimmer screws was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth site 15 and used for approximately 3 years. The customer has not provided additional pictures or x-ray images of the product. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (zimmer tsv screws). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable, and without return of the product for physical inspection.

Event description:
No further event information available at the time of this report.